Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not connect through rf telemetry on a merlin@home transmitter. A second transmitter was attempted but the issue was not resolved. An inductive transmitter has been shipped and a transmission attempted. No further information was available.